Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications. Performed bicarbonate buffer testing and the sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported experiencing issues with her sensor. Customer stated, her blood glucose went below 30 mg/dl and she ate to treat. The customer also stated, she received a sensor reading of 40 mg/dl, and when she checked, her blood glucose was 240 mg/dl. The customer also stated, her blood glucose went down below 40 mg/dl, due to stress after she received a phone call about a death in the family. Customer was advised the sensor would be replaced and agreed to return the product for analysis.